Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration: yes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included vomiting, abdominal pain, chest pain, diarrhea, tubal ligation, nabothian cyst, chronic cervicitis and adenomyosis. Previously administered products included for birth control: depo provera from 2002 to 2005. On (B)(6)2005, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("pelvic"), nausea ("nausea"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2017, the patient experienced hiatus hernia ("hiatal hernia"), 11 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bipolar disorder ("bipolar with moderate depression") and depression ("depression"). The patient was treated with dicycloverine (dicyclomine), lithium, metoclopramide (reglan), ondansetron, promethazine, tramadol and surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, bipolar disorder, depression, nausea and hiatus hernia outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, hiatus hernia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: 2012, (B)(6)2005 (discrepancy noted, as per ppf ) received treatment for pain- dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: vaginal infection, vaginal discharge. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6)2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs and mr received: events: abnormal bleeding (vaginal), ablation, bipolar with moderate depression, nausea, hiatal hernia were added. Event onset date, reporters, patient demographics, event outcome, lab data, medical history, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration: yes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included vomiting, abdominal pain, chest pain, diarrhea, tubal ligation, nabothian cyst, chronic cervicitis and adenomyosis. Previously administered products included for birth control: depo provera from 2002 to 2005. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic"), nausea ("nausea"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced hiatus hernia ("hiatal hernia"), 11 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bipolar disorder ("bipolar with moderate depression") and depression ("depression"). The patient was treated with dicycloverine (dicyclomine), lithium, metoclopramide (reglan), ondansetron, promethazine, tramadol and surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on(B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, bipolar disorder, depression, nausea and hiatus hernia outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, hiatus hernia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: 2012, (B)(6) 2005 (discrepancy noted, as per ppf ). Received treatment for pain- dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: vaginal infection, vaginal discharge. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted, as per ppf ). Received treatment for pain- dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events-pelvic pain, abdominal pain, menorrhagia, migration, vaginal infection, vaginal discharge, device monitoring procedure not performed were added. Lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.